Manufacturer narrative:
.

Event description:
A periodic review of the internal programming history database observed that the patient was interrogated and found to be programmed off on (B)(6) 2015. There was a gap in history from (B)(6) 2012 through (B)(6) 2015. Therefore the programming event was not recorded in the available data. Further follow-up indicated that the physician found that patient to be programmed off. Notes stated that the physician believed they had be unintentionally programmed off the patient at their previous visit on (B)(6) 2014. The settings the patient was found at were indicative of a faulted diagnostic test. Attempts to obtain additional relevant information have been unsuccessful to date.